Manufacturer narrative:
The investigation into the aic - battery charging/other issues has been completed since the original report was filed. The product was returned for investigation. The console was inspected and tested on an engineering lab bench. The end of the power cable appeared to be missing the strain relief, which suggests that it was compromised in the field. Even though charging was within specification, the cause of the battery charging issues was most likely a defective power cable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a better level low alarm. It was noted that the registered nurse had accidentally pulled the cord instead of the adapter plug and that the battery would no longer charge when plugged in. As a result of the reported issue, the decision was made to replace the console with another aic. There was no patient harm.